Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 70 mg/dl (aviva meter) and 400 mg/dl (medical center's meter). No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.